Event description:
It was reported that the atrial lead exhibited a failure to capture at maximum outputs, and it appeared that the lead had no slack while implanted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, lead, implanted: (B)(6) 1998. (B)(4).